Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states leakage was found on the catheter (abt 4cm away from cuff) and blood stains was found too. The catheter was removed and replaced a new tube.